Event description:
I started bleeding profusely. I would overflow a super night pad about every thirty minutes. This lasted for a little over three weeks. Since then I had 1 period which was in (B)(6) 2013. I am no longer having periods but still have major symptoms associated with ovulation. I now bleed during intercourse. I have severe pelvic pain that radiates to my lower back causing extreme pain. My feet and legs swell to the point I buy bigger shoes to allow for the swelling. My legs hurt so bad I can barely stand at times. I stay extremely tired and have even been unable to work at times. I have constant headaches. I have major mood swings that interfere with relationships. My vision changes constantly. I am very sensitive to light. I often find myself feeling off balance and have fell several times. (B)(4).